Event description:
The dealer states that out of the box the left cross brace is bent, but the box is not damaged.

Manufacturer narrative:
The nonconformity product was not noticed and separated in time, leading to n.g. Finished production has been sent out, in view of this condition, we have done following steps: 1- training our assemble workers, enhance quality awareness. Responsible person: (B)(4) date: (B)(4) 2015. 2- training our q.c., increase sampling percentage and inspection frequency. Responsible person: (B)(4), date: (B)(4) 2015.